Manufacturer narrative:
The reported device has not yet been returned. Should the device be returned an investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported that on (B)(6) 2026, the patient experienced severe pain because the device was cutting his gum. He reported upper retainer causing excessive pressure and back left molar pain. The patient received the device on (B)(6) 2026 and stopped using the device on (B)(6) 2026. No medical intervention was required.

Manufacturer narrative:
Corrected data in fields: e1, e3, and g2. The investigation has been completed and the results are as follows: DHR results: DHR was reviewed by daybreak and no issues were found. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from fit issue or broke during use. The manufacturer's reference #: (B)(4).